Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I result was obtained from a single patient sample processed on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control results, there is no indication of a performance issue with vitros tropi es lot 2288. However, the l1 control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml), therefore, a reagent issue cannot be entirely ruled out as a contributing factor. Additionally, the customer was not following the sample collection device manufacturer recommendations, therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a higher than expected troponin I result from a single patient sample processed using a vitros troponin I es reagent in combination with a vitros 5600 integrated system. Patient 1: 1.14 ng/ml versus expected result of <0.012 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory and the patient underwent a cardiac catheterization procedure in response to the tropi es result of 1.14, however, a corrected report with a tropi es result of< 0.012 ng/ml was sent to the physician. There was no allegation of harm resulting from the cardiac catheterization procedure. (B)(4).